Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. After removing the catheter there was thrombus on the catheter. During an atrial fibrillation, when the smart touch sf catheter was removed from the patient¿s body after ablation was conducted lpv, very small thrombus was found attached. The thrombus was wiped out and the procedure continued. After that, the procedure completed safely. The patient had no particular correspondences such as going to ICU. Physician's decision on adverse event is non-serious (moderate/minimal). The physician commented that dragging technique may have caused the event. No abnormalities were observed before or during the use of the product. Additional information: where was char /coagulum/thrombus/clot located: no information and no further information will be provided. The system did not present any error messages and the physician/user did not see any product problem. Generator information: smartablate. Thrombus/clot is MDR-reportable.

Manufacturer narrative:
On 5-dec-2021, bwi received additional information regarding the event. The patient has not exhibited any neurological symptoms since the procedure was completed. Additionally, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection, temperature, and irrigation evaluation of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smart touch bidirectional sf. Generator and cool flow pump and pressure gauge test were performed in accordance with bwi procedures. The device was working correctly, and no temperature, irrigation, or impedance issues were detected during the analysis. A manufacturing record evaluation was performed for the finished device 30559941m number, and no internal actions related to the reported complaint condition were identified. The evaluation determined that char is a physical phenomenon of rf, it can be the normal result of the ablation process. The instructions for use contain the following guideline: monitoring the temperature from the electrode during the application of rf current ensures that the irrigation flow rate is being maintained. Using tip temperature to guide ablation could result in deeper lesions and an increased risk for collateral damage. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).